Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.

Event description:
It was reported " over 50% of the box tips welded to pkg". This emdr covers the unknown number of catheters associated with the defect.

Manufacturer narrative:
The investigation covered aspects such as personnel, machinery, materials, methods, environment, and measurements (5m1e principle). Key findings include: personnel involved were adequately trained. Machines operated smoothly with no anomalies. Raw materials met inspection standards. The coating solution preparation and coating process followed standard procedures with no deviations. Temperature and humidity during production were stable and compliant. The batch passed outgoing inspection without abnormalities. The root cause was identified as environmental factors (high temperature or humidity) during transportation or storage, which likely caused the stickiness between the catheter and packaging. No corrective actions were planned for now, as the production process was deemed satisfactory. Should additional information become available, a follow-up report will be submitted. FDA registration number . Reporting site: 1049092 . Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The investigation covered aspects such as personnel, machinery, materials, methods, environment, and measurements (5m1e principle). Key findings include: · personnel involved were adequately trained. · machines operated smoothly with no anomalies. · raw materials met inspection standards. ·the coating solution preparation and coating process followed standard procedures with no deviations. · temperature and humidity during production were stable and compliant. · the batch passed outgoing inspection without abnormalities. The root cause was identified as environmental factors (high temperature or humidity) during transportation or storage, which likely caused the stickiness between the catheter and packaging. No corrective actions were planned for now, as the production process was deemed satisfactory. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.